Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿patient received an entire 25,000 unit/250 ml bag of heparin over 74 minutes. Programmed rate on pump was 12.3 ml/hr (12 units/kg/h). Pump programming was validated at time of recognition of bolus (nurse manager confirmed). Pump and IV tubing was segregated and tagged for biomed. Biomed performed testing and could not find reason for bolus. Med safety nurse specialist confirmed programming was correct via knowledge portal {bd website). IV pump sent to manufacturer (bd alaris) for further investigation and reason for error was not identified." There was patient involvement but outcome is unknown.